Manufacturer narrative:
The micropituitary inferior shaft tip is broken off at the center of the jaw pivot pin forward. Optical examination reveals a fairly brittle fracture surface, with no indication of fatigue. The location, direction, and amount of force required in order induce fracture of the shaft is consistent with application of excessive force.

Event description:
It was reported that a tip of instrument was broken off during the surgery. All broken pieces were removed from the patient's body. No other complications were reported.

Manufacturer narrative:
(B)(4). Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.